Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient had one tooth that seemed a little higher than the other and didn't fill to bottom of aligner and was a tight fit. Additionally, the aligner was cracked. Clinical support advised a 14 day resting period for upper.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.